Manufacturer narrative:
All the information entered into this report is what was given to us by the initial reporter. Once we receive more information we will update this report.

Event description:
Left-side suspected bia-alcl.

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra is providing an updated follow-up. Per updated lab results, no cd 30 marker in laboratory results and only a left axillary follicular lymphoma noted. Sientra has given the patient a generous amount of time to confirm on what the patient had sent to us in regards to testing /imaging but the patient is now refusing to provide further information. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient claimed alcl-positive for follicular lymphoma cd10+ and cd20. Patient only provided positive results for cd10 and cd 20 which stated that patient is diagnosed with left axillary follicular lymphoma.